Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 rotated when energy was activated. The staff replaced the instrument, but the issue remained. The intuitive technical support engineer (tse) reviewed the system logs but found no related issues. The tse recommended reseating the drape and canceling out the guided tool change. The tse also recommended that if this was unsuccessful, then a power cycle would be the next step. The caller stated that they would inform the surgeon, and the call ended. The procedure was completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the reported issue occurred with the surgeon's head inside of the viewer. There were no external collisions. The suspected usm started jumping, and then rotated backwards. The surgeon stated that the usm felt like it was stuck and had no range of motion. The surgeon switched to usm 4 to finish the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a patient fixture test platform (pftp) where it did not fail due to jerky motion. No signs of visual damage during inspection. The jerky motion was not confirmed nor replicated. The potential root cause was attributed to the yaw/pitch harmonic drive. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.